Manufacturer narrative:
Additional information: g3, h3, h6. Upon visual inspection, of the photos provided, it was noted that the active electrode was bent and there is damage to the handpiece. The cause of the reported failure is product design/engineering. Material (316l ss) of the active electrode may yield when subjected to forces encountered during surgery addressed on ncr-27076. Complaint allegation is confirmed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a rotator cuff suture surgery the device was suddenly intraoperative bent and the probe became detached. It was further reported that it is unclear how the device became bent as the device was not damaged only and moved through the skin portal. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.